Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-5068-45r suturelasso, 45° right curve serial/batch number (B)(6) was received for investigation. Functional testing not performed due to that the instrument was broken. Upon visual evaluation the instrument hook/tip was broken off. The fragments generated during the event were not returned for analysis. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive mechanical forces upon insertion/use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/12/2023 by a sales representative via sems that an ar-5068-45r suture lasso needle broke off. Case involvement, device broke during use.